Event description:
It was reported that the patient's right arm felt like it was stuck in a light socket. It was noted that the patient's neurostimulator was located on the left side of the patient's body. Impedance measurements were performed and showed impedances between 2000 and 3000 ohms. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389s-40, lot# v624258, implanted: (B)(6) 2011, explanted: na, extension model 7482a51, (B)(4), implanted: (B)(6) 2011, explanted: na, programmer model 37642, (B)(4).